Event description:
It was reported that the cup would not attach to the straight inserter or the offset inserter. It was noticed that the threads in the dome of the cup were not machined properly. Subsequently, the surgeon decided to complete the procedure with a different implant. There was no impact to patient. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6 reported event was confirmed due to the review of photos. Visual examination of the provided pictures identified potential threads on the feature that connects the shell and inserter. No other information can be obtained by the images provided. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.